Event description:
Customer reported via phone, he was unable to remove the battery cap from the insulin pump. Customer's blood glucose was in the 300 mg/dl almost 400 mg/dl. Customer attempted to remove the battery cap with a screw driver and was unsuccessful. Customer was advised to discontinue use of the device it the battery was low or monitor the device until the replacement arrived. Customer's agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to broken connector solder joint on the interface board. The device was received with minor scratches on the lcd window and cracked battery tube threads. The device had cracked battery tube threads.